Manufacturer narrative:
The customer states suddenly multiple hosts shows no data, they stated there was no power outage. The philips remote service engineer (rse) remoted in and identified about seven switches are down. The biomed stated they would attempt to locate the switches and call back. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient information center ix lost monitoring for 5 departments. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer states suddenly multiple hosts shows no data, they stated there was no power outage. The philips remote service engineer (rse) remoted in and identified about seven switches are down. The biomed customer was able to locate the switches. It was noted the switches were down due to the uninterruptible power supply (ups) being turned off. After turning the ups back on, the issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was a ups failure. The reported problem was confirmed. The network connection was re-established after the ups was turned back on. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.